Event description:
While attempting a manual cap reform, rapaid pacing at approximately 160 ppm during the charging was observed. There are known lead issues and there were 5 aborted shocks recorded on the electrograms due to noise. The physician elected to replace the device and the lead.